Manufacturer narrative:
Products were not returned as still implanted, no examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information obtained on january 31, 2018 from the surgeon explains that l4-l5 pseudoarthrosis can be explained by difficulties he had encountered upon the implantation on this level which had imposed the use a small implant to limit vascular risks. Also, information received on february 1st 2018 from the surgeon explain that the patient was not reoperated for level l4-l5. In addition, no cage migration or anchor fracture has been reported. From provided information the investigation led to "an operational context " that contributed to the event .indeed, the right choice of the implant size , as mentioned in the surgical techniques, is crucial in order to provide the best stability of the cage . A smaller implant in this case, caused an nonunion because the graft space is too small compared to what would be needed . Patient is monitored through clinical study. If additional information is obtained that adds value to the relevant content of this investigation, complaint will be reopened. Note: it was a two level implantation. Issue occured only on one level, but it is impossible to know which device was implanted at which level. The complaint (B)(4) will register all implants that remain implanted in patient (2 cages and 2 anchors). Device still implanted.

Event description:
Avenue-l : pseudarthrosis. Patient was followed by clinical study for mobidisc. Patient also had a two level implantation avenue-l on (B)(6) 2016 (l2-l3 & l4-l5). Pseudarthrose was found on level l4-l5. Surgeon alleged this pseudarthrosis on (B)(6) 2017, when visiting his patient. Fusion was good on l2-l3. No surgical intervention planned for the moment. Patient has tens (external neurosimulator) to reduce pain. He also had scanner. No x-ray available, no implant stickers.